Event description:
Brush heads fell apart; loose parts in mouth [device breakage], no adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that he and his family use oral-b rechargeable toothbrush, version unk, and recently 3 oral-b brushheads, version unk fell apart during brushing. He stated he had loose parts in his mouth. His family replaces their brushheads every 2 to 3 months. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.